Event description:
It was reported that bd¿ swab alcohol 100 bx 1200 had foreign matter on the swab. No serious injury or medical intervention was reported.

Manufacturer narrative:
H.6. Investigation summary: customer returned ( 5 ) bd alcohol swabs; 1 was returned loose (already used) and the remaining 4 were returned sealed/closed. 2 of the returned sealaed swabs were from line# 2. Customer reports opening alcohol swab and finding what he described as "greenish yellowish color" on swab. The returned sealed alcohol swabs were examined. All 4 returned sealed swabs were wet and did not look discolored when opened, they felt wet to the touch; none of the 4 sealed returned swabs were dry nor discolored in any way. A review of the device history record was completed for batch #8234652. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure - discolored swab received for investigation. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time. Visual evaluation of the sample showed a yellowish discoloration that faded across the alcohol swab. Swab color was visually compared to all known liquids in the swab manufacturing area. Samples with synxtrane fluid, chain/cable fluid, and bio circle fluid were sent along with the complaint sample to franklin lakes for ftir analysis. The complaint and the bio circle samples were unable to yield results most likely due to the material absorbing the fluid and drying before the analysis could be performed. Due to the inconclusive results from he ftir analysis a probable cause can not be determined. Complaint data will be monitored for trends related to the complaint.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd¿ swab alcohol 100 bx 1200 had foreign matter on the swab. No serious injury or medical intervention was reported.